Event description:
It was reported that stent damage and fracture of the stent body occurred. Vascular access was obtained via radial artery. The 98% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified left coronary artery. A 4.00 x 32 synergy drug-eluting stent was advanced through a guidezilla guide extension catheter. However, prior reaching the lesion, it was noted that the stent was deformed and the stent body was fractured. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 32 stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage and distal stent damage with struts lifted, stretched and moved distally on the balloon. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and fracture of the stent body occurred. Vascular access was obtained via radial artery. The 98% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified left coronary artery. A 4.00 x 32 synergy drug-eluting stent was advanced through a guidezilla guide extension catheter. However, prior reaching the lesion, it was noted that the stent was deformed and the stent body was fractured. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.